Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse replaced (B)(4), the pulse motor driver for the (B)(4), and pulse motor controller. The customer ran and verified qc. The actual cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant glucose results were obtained on the advia 1800. Some of the results were released to the health care provider(s). The results were questioned by a physician. The samples were retested and corrected reports were issued. One patient was prescribed metformin and a glucose meter. There was no report of adverse health consequences due to the discordant glucose results.